Event description:
Intuitive surgical, inc. (Isi) received notification of a news article that was published on a polish magazine website. The story documents information from the family of a patient that expired 40 days following complications after a davinci-assisted malignant hysterectomy procedure performed on (B)(6) 2021. The article stated that during surgery, ¿a gap is formed in the wall of the left iliac vein 3 millimeters long¿ as well as an injury to the bladder. This vessel later bled postoperatively and required emergent exploration. Multiple additional procedures and complications followed over the next several weeks. On (B)(6) 2021, the patient underwent another procedure where part of the colon along with a section of the small intestine, gallbladder and spleen were removed. Over the following month, the patient suffered multiple complications including hepatic ischemia, removal of part of a ureter due to necrosis, and multi-organ failure. The patient expired 40 days after the original surgical procedure. Intuitive was unsuccessful in contacting the surgeon who performed the procedure. The isi distributor contacted the hospital in poland. The hospital ceo and members of the board provided statements that the occurrence of postoperative complications that occurred during the patient's treatment was not directly or indirectly related to using a medical device - the da vinci robot or other instruments, during the procedure for the patient. It was a medical event that may occur during gynecological surgical procedures within the small pelvis.

Manufacturer narrative:
Based on the information provided, the cause of the patient¿s peri-operative complications and ultimate demise cannot be determined. A statement provided by the site¿s members of the board documents, ¿the hospital emphasizes that the patient's unfavorable course of treatment was not related to the procedure performed with the assistance of the da vinci robot, but was a medical event that may occur during gynecological surgical procedures within the small pelvis.¿ a site history review was performed for the event date of (B)(6) 2021 which was the date mentioned in the article when the initial procedure was performed. The review identified a fenestrated bipolar forceps (fbp) instrument that was received for an evaluation for a reported complaint of ¿the tool broke down, the operator lost control of the tool¿ with no patient injury. Failure analysis of the fbf instrument found the primary failure was a broken grip cable and was related to the reported complaint. The broken grip cable was at the distal idler pulley, which spun freely but did not exhibit any damage. The input disks were manually articulated, and one grip tip failed to open/close. The root cause of broken - distal instrument grip cables is attributed to a component failure. An additional finding was the fbf instrument had a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause is attributed to a component failure. An advanced system log review for the reported procedure date showed no system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the event performed by an isi medical safety officer (mso) noted that a news media report stated a patient underwent a hysterectomy in a robotic procedure in which a 3 mm vascular injury occurred to the iliac vein, as well as an injury to the bladder. This vessel later bled postoperatively and required emergent exploration. Multiple additional procedures and complications followed over the next several weeks. Failure analysis of a fenestrated bipolar instrument used during the same procedure showed a broken grip cable and broken conductor wire. The root cause of the fenestrated bipolar forceps instrument failure was attributed to the component failure. However, there is no information on how the injury to the iliac vein occurred or if the bipolar instrument contributed to this injury. Based on the information in the summary of events, insufficient information is available to determine if any intuitive instruments or products contributed to this catastrophic event. This complaint is considered a reportable event, due to the following conclusion: a website article reported that a patient expired 40 days following a davinci-assisted malignant hysterectomy procedure. Although information from the hospital¿s members of the board confirmed the system or instruments were not related to the intra-operative complications, this incident is being conservatively reported as there is insufficient information available. Section e and section h3, h6, h10 note: the product information is section e reflects the davinci system and not the fenestrated bipolar instrument as the available historic and current information states the instrument did not cause or contribute to an adverse event. The same rationale holds for both section h3 being marked as device not returned, and for the section h6 annex codes reflecting the coding for the davinci system. Section h10 includes the failure analysis for the fbf that was found on historical site review due to insufficient specific procedure information from the hospital, but is information known about a device used in the robotic procedure.